Event description:
Baxter reported one incident of a blood leak with the psn 170 dialyzer. It was reported that a blood leak alarm occurred on the hemodialysis machine. It was reported that the dialyzer was changed to continue treatment. No further information is expected to be made available.